Event description:
The tip of the extraction screwdriver broke off in the head of the screw. The tip was left in the screw head and ultimately in the patient.

Manufacturer narrative:
H3,h6: MFR investigation: examination of the device found the inner screw holder is broken and the inner shaft is bent. The tip of the device wil break if over-torqued or loaded off-axis. The hardness of the shaft was measured and found to be within the specification. The concentricity of the shaft was checked after heat treat. A review of the mfg records found no complaint related anomalies. Product development investigation: it is postulated that the inner shaft was not fully threaded and tightened into the screw, as explained in the technique guide. This likely caused the inner shaft to experience loads outside its design parameters, causing a brittle failure of the threaded tip on the inner shaft. H4: synthes was able to determine the MFR date from the lot numbe obtained.